Manufacturer narrative:
Product complaint (B)(4) date sent to FDA: 4/8/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluations of returned devices additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch rcmpea batch temblk batch tamqaq batch ramajk additional information was requested, the following was obtained: product code j426h lot: rcmpea, temblk, ramajk. 1. Please clarify if the additional devices belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure for all returned devices? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number. This was all for one case. After several sutures failed during that case, they pulled the entire box which was filled with various lot #s. I have no further information the following information was requested: the additional information receives states several sutures failed during the case. Please clarify how many sutures failed during the one patient procedure. Related reports: 2210968-2024-04015 .

Event description:
It was reported that a patient underwent an unknown heart procedure on an unknown date; and a suture was used. During the procedure, the needle kept popping off. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/11/2024. H6 component code: g07002 no device problem found. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch rcmpea, batch temblk, batch tamqaq, batch ramajk. A manufacturing record evaluation was performed for the finished device ramajk/ j426h batch number, and no non-conformances were identified. Expiration date: dec/31/2022 date of mfg.: jan/4/2021. A manufacturing record evaluation was performed for the finished device tamqaq/ j426h batch number, and no non-conformances were identified. Expiration date: dec/31/2027 date of mfg.: jan/30/2023. A manufacturing record evaluation was performed for the finished device temblk/ j426h batch number, and no non-conformances were identified. Expiration date: apr/30/2028 date of mfg.: may/3/2023. A manufacturing record evaluation was performed for the finished device rcmpea/ j426h batch number, and no non-conformances were identified. Expiration date: feb/28/2026 date of mfg.: mar/24/2021. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, two unopened samples that pertain to the product code j426h, lot ramajk. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, four unopened samples that pertain to the product code j426h lot tamqaq. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, three unopened samples that pertain to the product code j426h, lot temblk. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, seven unopened samples that pertain to the product code j426h, lot rcmpea. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the additional information receives states several sutures failed during the case. Please clarify how many sutures failed during the one patient procedure. There wasn¿t a hard number, just ¿several¿.